Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose with the blood glucose of 300 mg/dl to 400 mg/dl. The current blood glucose was 185 mg/dl and the another blood glucose was 478 mg/dl. Customer did not stated any symptoms related to high blood glucose. The customer was using the insulin pump within 48 hours of reported high blood glucose event. Customer alleged that the insulin pump was under delivering. The displacement test was passed. No further patient complications were reported. Troubleshooting was performed successfully and the customer will continue to use the device.